Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however it was noted that the link electronic module (lem) circuit board was replaced due to the lem being out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).